Manufacturer narrative:
A ge service rep performed an on site investigation. There was fluid contamination found in the camera. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys had a communication error message and the sys will not take video. No pt injury was reported.